Event description:
Received replacement product for current feeding tube; weighted base seems larger; connection not tapered; tube kinks in stomach. Difficult to remove. Had to be pulled out the nose & caused pt.'s nose to bleed. Former tube: clintec dual port feeding tube (2l8029) no problem. Replacement: nestle tri-port nasoenteric feeding tube (2l8029) both have same product # but slightly different design.